Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had been alerting sensor glucose not available. Customer did not complete troubleshooting but mentioned that the sensor cannula was shorter when removed. Customer was advised that the cannula must have retracted to the needle housing. Blood glucose level at the time of the incident was 242 mg/dl. The customer was advised that the sensor would be replaced. No product is expected to return.